Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 148 mg/dl at the time of the incident. The customer also reported that the insulin was squirting during manual prime process. The customer states they are stuck in rewind complete/bolus delivery loop. The customer stated that the drive support cap was sticking out. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump alarmed failed battery test due to corroded battery tube. Unable to perform operating currents, self-test, unexpected restart error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests or verify compromised force sensor system alarm or prime/fill anomaly due to failed battery test alarm. The insulin pump had minor scratched lcd window, cracked case at display window corners, broken battery tube threads, cracked reservoir tube lip, cracked case at reservoir tube window corners, stained keypad overlay, stained address/serial number label, stained end cap sticker and loose drive support disk.